Manufacturer narrative:
Device evaluation: one 2.6mm bioraptor suture anchor drill was returned for evaluation. Visual examination of the drill confirmed the reported complaint of the drill head breaking off. Drill head was not returned for evaluation. Shaft of drill is bent. Returned portion of drill was inspected and found to meet print specifications. Without the return of the drill head a root cause for the reported incident cannot be determined. No further investigation is required at this time.(B)(4)

Event description:
During a hip arthroscopy and labral repair utilizing a drill, 2.6 mm, bioraptor 2.3 sut anc, it was reported that the drill tip broke off into the patient. The drill tip remains embedded within the patient. A back-up device was available to complete the repair. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation ; although anticipated, the device has not yet been received. (B)(4).